Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2021 and barbed suture was used. During the procedure, upon flexing the knee, the suture snapped. Another device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I asked the customer for the info requested ( please see below). He was quite irate that I was asking for more than the original information that was sent on (B)(6) 2021 as he couldn¿t remember much more so my apologies if it isn¿t 100% completed. No further information. Please provide procedure date customer doesn¿t recall all 3 dates, but conformed that the last time it happened was (B)(6) 2021. It is stated: "has happened on 3 occasions with the same batch number." What is the total number of patients? 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s) no. What are the procedure name(s) and date(s)? N/a. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.